Event description:
Customer reported experiencing intermittent occlusions. No additional information was received regarding the impact on the customer's blood glucose level. Customer resolved these issues by changing supplies and declined further troubleshooting.